Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the stent delivery shaft was fractured. A 10.0-37 carotid wallstent was selected for use. Upon deployment, the delivery shaft could not be pushed further or retracted after being pushed to two-thirds. The stent was deployed two-thirds, and the stent could not be re-captured. The stent was removed with a guiding catheter. After removal, it was noted that the stent delivery shaft was fractured. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 10.0-37 carotid wallstent self-expanding stent was received for analysis. The device was returned with the stent fully deployed from the delivery system. No issues were noted with the deployed stent. A visual and tactile examination identified that the outer sheath was detached approximately 240mm proximal from the distal tip. The outer sheath was also damaged. Multiple inner sheath kinks were also noted. The core wire was noted to be kinked. The deployment/reconstrainment issues could not be confirmed; however, device damage was confirmed. (B)(6).

Event description:
It was reported that the stent delivery shaft was fractured. A 10.0-37 carotid wallstent was selected for use. Upon deployment, the delivery shaft could not be pushed further or retracted after being pushed to two-thirds. The stent was deployed two-thirds, and the stent could not be re-captured. The stent was removed with a guiding catheter. After removal, it was noted that the stent delivery shaft was fractured. There were no patient complications, and the patient was stable post procedure.